Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: there were no abnormalities during the functional test. The most probable cause of the complaint was unable to exclude device problem - the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, as no device malfunctions were seen during testing but the reported problem seen in patients was not directly reproducible. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal was sticking to the tissue during a laparoscopic procedure (tubals/hysters). There were no reports of patient harm.